Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to prime during the prime test due to a faulty force sensor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm was noted. The motor passed the motor test. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a motor error alarm. The device will be replaced. The customer's blood glucose value was 140 mg/dl. No further information was provided.